Event description:
It was reported that the patient was hit by vehicle and the artificial urinary sphincter (aus) immediately stopped working properly. All components were removed and replaced. The procedure was successfully completed. A full recovery is expected for the patient.